Event description:
It was reported that this right ventricular (rv) lead was presenting pacing inhibition during the revision of the right atrial (ra) lead; therefore, it was suspected for the right ventricular (rv) lead to have been damaged during the surgery no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting pacing inhibition during the revision of the right atrial (ra) lead; therefore, it was suspected for the right ventricular (rv) lead to have been damaged during the surgery no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting pacing inhibition during the revision of the right atrial (ra) lead; therefore, it was suspected for the right ventricular (rv) lead to have been damaged during the surgery no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged during the surgery. Therefore, no further actions are considered necessary.